Event description:
A surgeon reports that a patient complained of double vision and glare approximately 4 years following intraocular lens (iol) implantation. A detached haptic was observed during examination of the patient. The iol was replaced.

Event description:
The surgeon provided additional info indicating he noticed the iol was decentered prior to the lens exchange. During the lens exchange surgery, the capsulorhexis was torn.